Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reiterated that their ins was dead, it stopped working a couple months ago and referenced getting the low ins battery message the last time they called. Patient said the message now said that the therapy had stopped and they would need to replace "the unit" to continue therapy. The patient was escalated and said it was 9 years earlier than any of projections and "glowing recommendations". The patient said their settings were typically in the 3.0 ma and 4.0 ma ranges and they would try every program and would switch over before they got to 6.0 ma. Patient services reviewed with the caller that the labeling did point out that the ten year battery quote was based on a level of 1.0 ma and the patient stated they combed every piece of literature they could find and didn't find anything that said anything about the ins battery longevity being dependent on settings. Patient said they had an appointment scheduled with the health care provider (hcp) in early april. Patient services reviewed the role of the representative (rep) and provided the patient with the patient advocate foundation (paf) number and website as well as provided the caller with the national answering services (nas) phone number to provide to the hcp so the hcp could page a rep to assist in the matter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device was barely better than not having the device at all. Patient said the test device was phenomenal and the permanent device was "absolute crap". Patient said since they got the device they had not gotten a 50% reduction in symptoms. Patient had gone through all but 2 programs to find anything that worked. Patient also saw a message that said internal battery low. Patient services (ps) reviewed meaning of the message. The patient was told the ins would last 10 years. Patient said [manufacturer] should pay for it to be replaced. Patient said there is no disclaimer anywhere that says the battery can drain faster than 10 years. The patient was redirected to their healthcare provider to further address the issue. Patient said the healthcare provider (hcp) and their staff tell the patient to call the manufacturer representative (rep) .